Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report three of four for the same complaint; see also 3004485144-2016-00159, 00160 and 00162.

Event description:
The sales associate reported instruments and screws were damaged during surgery. The inserter end tip was broken with the slap hammer. Screws end tip were broken. And, the bipolar forceps end tip was bent. The surgery was completed with new screws.

Manufacturer narrative:
The returned device was examined. The hex drive feature was found stripped; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage and screw hole preparation. The cause of the event cannot be conclusively determined; however, the patient was reported as having hard bone which may have contributed to this event.